Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the insulin pump would deliver boluses even though her blood glucose reading was not high. The customer's blood glucose was over 400 mg/dl. The customer treated herself with a bolus. The customer clarified that the bolus was working properly but the issue was that she would wake up and receive a notification of a missed bolus. Advised customer of the cause of the missed bolus notification. The customer stated that she would speak with her healthcare provider about changing the settings on her insulin pump. Advised customer to call back if the high blood glucose levels persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.